Event description:
Device 1 of 2. Reference MFR. Report number: 1627487-2013-05566. The patient has two leads (from the same lot). It was reported, the patient was not receiving adequate coverage. As a result, the patient underwent a trial procedure. The procedure took place on (B)(6) 2013 and addressed the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.